Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate this issue is being closed because it is approximately 72 days of age and has not been serviced by a mitek service center. Multiple email attempts have been made to obtain a final test report. If and when the device in question is evaluated and repaired, this file will be reopened and its contents made to reflect the results of the evaluation. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported intermittent operation occurred: ce - zduo - damaged - add'l info (hemac rpt.) Motor is stopping. Is this complaint part of a mitek sponsored clinical study? No contact details: contact title: biomed physician name: physician tel. No.: complaint details the right hand side motor stops randomly date incident occurred: several times type of procedure/intervention: knee or shoulder when did the incident occur: before, during, after the procedure? During was the device used on the patient? Not, once it stops to work consequences: was the procedure interrupted? No was an alternative technique used? No was a new device used? Similar duo pump was the patient's condition adversely affected? No cust requests repair and loan > send the request to pole equipment closure statement: data collected and documentation indicates that an exchange of duo pump fms via the equipment exchange process or repair by replacement is expected to resolve this concern or customer has agreed to call back. Add'l info (hemac rpt.) Motor is stopping.